Event description:
The device was used during an adipositas surgery. It was reported to the affiliate that the trocar tip broke during the operation. It was reported by the affiliate that the organ retractor (for the hepar) was in it. One piece of the trocar was not found and remained in the pt. The pt was born in 1951. Add'l info received on 2/19/97. It was clarified that "up to this point there are no pt consequences."